Event description:
The customer contacted baxter's technical service center regarding a check heater line alarm, which occurred on the homechoice (hc) during fill 1. The baxter technical service representative (tsr) determined the spike in the heater bag needed to be pushed in more. No patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). Sample availability is unknown at this time. Should additional information become available, a follow-up report will be submitted.